Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the there are no lights on the front panel coming on.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, other. No lights on front panel. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the there are no lights on the front panel coming on.